Event description:
Related manufacturer reference number: 2017865-2024-00181 related manufacturer reference number: 2017865-2023-52458 new information received notes that the noise recurred on the right ventricular lead. Additionally, the pacemaker and the right atrial lead also exhibited noise. No intervention was performed. Patient condition was stable.

Event description:
Related manufacturer reference number: 2017865-2024-00181 related manufacturer reference number: 2017865-2023-52458 new information received notes that the noise recurred on the right ventricular lead. Additionally, the pacemaker and the right atrial lead also exhibited noise. No intervention was performed. Patient condition was stable.